Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels for the past few weeks; however, no specific values or event dates were provided. Although requested by tandem technical support, customer declined to perform troubleshooting or provide any additional information.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed low blood glucose (bg) levels recorded on (B)(6) 2016. Almost every day the user experienced a low bg, it was just after 6:00am in the morning. Bolus requests were made without entry of the current bg level, and while there was still insulin on board (iob) from previous bolus requests. There was some erratic bolus requests after 5:00pm on (B)(6) 2016. There were no erratic basal insulin rate adjustments. Because it is common for user to be low at the same time every day, basal rate settings may need to be adjusted. Requesting bolus without entering current bg levels and still having insulin on board could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.